Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 1. Biomed explained that they ordered a tank harness and removed chiller temperature (t4) from it and put it into the old tank harness. Per wo notes, it was determined that the device had a failed circulation pump and the tank harness would still need to be replaced because took the one they ordered apart.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per wo notes, it was determined that the device had a failed circulation pump and the tank harness would still need to be replaced because took the one they ordered apart. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 1. Biomed explained that they ordered a tank harness and removed chiller temperature (t4) from it and put it into the old tank harness. Per wo notes, it was determined that the device had a failed circulation pump and the tank harness would still need to be replaced because took the one they ordered apart. Per follow up information received via task on 03sep2025, they did complete an in-house repair on the unit, replacing the circulation pump and the tank harness. The unit did complete the subsequent calibration without incident (error 1).